Event description:
Healthcare professional reported ¿implant rupture¿ and "accessory glandular tissue in the right axillary region. Small nodular image with circumscribed margins of 4 mm in the right breast" confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b1, b6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿implant rupture¿ and "accessory glandular tissue in the right axillary region. Small nodular image with circumscribed margins of 4 mm in the right breast" confirmed via MRI. This record is for the right side. Device remains implanted.